Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 1.1 pocket b3 failed to open. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medications to patient. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 1.1 pocket b3 failed to open. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this incident.